Event description:
Customer reports to have received a no delivery alarm during priming. Customer's blood glucose was 186 mg/dl. During troubleshooting, customer states insulin did not exit with plunger push. Customer changed infusion set twice and was able to resolve no delivery with reservoir change. Customer will send back reservoir for analysis. No further info provided.

Manufacturer narrative:
One opened/used reservoir was evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoir was not occluded.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).